Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were getting poor coupling and having so much trouble when charging their implantable neurostimulator (ins) battery, as they were having a hard time finding the ins with the recharger. The patient stated that they would be successful sometimes and knew where to put the recharger antenna to find perfect coupling, but then the next night they would place the antenna over the same place and have trouble. The patient also reported that the ins was moving around. During the call, the patient was able to immediately get all of the coupling bars shaded. Then without moving, they lost two coupling bars, and later noted that all were shaded again. The patient confirmed that a manufacturer representative cleared them to start charging the last time that they spoke to one. The patient stated that sometimes they get the coupling bars to shade and other times they don¿t. In addition, it would sometimes take them an hour or sort of moving the antenna around to get the coupling bars to fill it. It was noted that the troubleshooting during the call resolved the coupling issue. The patient was to follow up with their healthcare provider (hcp) to check the device and address the pocket issue. It was noted that the issue started in (B)(6) 2018. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.